Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure. A definitive root cause could not be identified. A review of device history record revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited distal fiber breakage, cut on the light guide cable, and light transmission failure. There was no patient involvement.